Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump had been dropped in a bathtub the night prior to the alarm. Customer was unable to clear the alarm. Additionally, it was reported that the pump battery will stop charging after a couple minutes. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-194 mg/dl.

Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. Additionally, your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.